Event description:
Literature was reviewed regarding horizontal aorta in transcatheter self-expanding valve implants. The study population included 3,862 patients who were predominantly female with a mean age of 81.8 years. Multiple manufacturer¿s devices were implanted in the study population; 1,959 patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve. Per the physician/authors, fifteen "procedural deaths" occurred in patients implanted with a medtronic bioprosthetic valve. No further details were provided on these deaths. Among all medtronic bioprosthetic valve patients adverse events included: moderate to severe aortic regurgitation or paravalvular leak, major vascular complication, annulus rupture, valve migration, myocardial infarction, coronary obstruction, stroke, arrhythmia requiring permanent pacemaker implant and acute kidney injury. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: gallo et al. Horizontal aorta in transcatheter self-expanding valves: insights from the horse international multicentre registry. Circ cardiovasc interv. 2021 sep;14(9):e010641. Doi: 10.1161/circinterventions.121.010641. Earliest date of publication used for date of event. Medtronic products referenced: evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.